Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the firing knob broke off, did any piece or pieces fall into the patient? If yes, were they retrieved? If yes, will they be returned with the devices for analysis? If not, were they disposed of?

Event description:
It was reported that during a colectomy, the small bowel anastomosis was attempted using a linear stapler. There was no problem in anastomosis stapling, but in the stump stapling, tissue did not progress with half bite. Strengthens the handle and the handle is broken. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2018. Batch # p56c5u. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 33 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.